Event description:
It was reported by the rep that during a totally thoracoscopic maze procedure, a hole was inadvertently poked in the left side atrium with an eml device. The patient was put on emergency bypass, and a sternotomy was performed. The hole was patched using suture and pledgets to complete the repair. The patient had a difficult weekend with some neurological problems, but by monday was awake and alert and in sinus rhythm.

Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation it was discarded by the hospital. The lot number of the device was unable to be ascertained.